Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages/ arrhythmia alarms) has been confirmed. Upon investigation the electrode belt failed testing. The cause for the failure was isolated to thermally damaged u723 and u713 components on the distribution node pca. The root cause for the thermally damaged components could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that it was causing frequent arrhythmia alarms and adjust belt messages.